Event description:
It was reported by the patient's father via social media that the vns, when programmed to therapeutic settings, was so uncomfortable that the patient's device was explanted. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported by the physician that the patient's generator explant was for patient comfort rather than to preclude a serious injury. The explanted product was discarded. No further relevant information has been received to date.